Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the complete separation of the main body and cuff, type iiia endoleak and aneurysm enlargement of 7.4mm complaints are confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Over the nine years post implant, the infrarenal angulation increased from 28.3 degrees to 60.3 degrees. This is likely due to aortic remodeling. This change contributed to loss of component overlap and separation of the main body and proximal cuff, resulting in a type iiia endoleak. The complaint is most likely anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately nine years post initial procedure, the patient presented with sac growth. An angiogram was taken and it was determined that there was a type iiia endoleak and component separation. The physician elected to reline with a gore (non-endologix) device. The final patient status is unknown.